Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon. A lot history (lhr) of rexj0412 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC was checked before start of the therapy by flushing with saline. Saline leaked out through the exit site. PICC was removed due to risk chemo leakage. They have found a leak in the line at approximately 10 cm.